Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was scratched. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was unknown. The customer stated the damage occurred from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.